Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The caller reported that the patient was seeing a "waterfall of sparks" shooting out from the remote monitor, and that the patient was afraid to go near it. The caller was informed to have the patient turn off the power to the wall with a fuse box/circuit breaker then unplug the remote monitor. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model#: 24952b, serial/lot#: (B)(4): the remote monitor was returned, and analysis revealed that there was no complaint failure found; found error codes 2300 and 5704 in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was returned and replaced.